Manufacturer narrative:
Patient city: (B)(6); patient country: switzerland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced insulin accumulating under the skin on (B)(6) 2026. Patient blood glucose rose to approx 180-198 mg/dl. Location of issue is abdomen. Patient experienced skin irritation/pain/infection. No further information available.